Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as the patient touching the transfer set. The peritonitis was manifested by nausea, vomiting and diarrhea. The same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The same day, the patient was treated with vancomycin for two weeks (dose, frequency and route not reported). The patient was discharged four days after admission and was reported recovered from the event the following day. It was reported "the patient was retrained on the pd machine". No additional information is available.